Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that totalcare bariatric had brake casters were not holding. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.